Manufacturer narrative:
Qn #(B)(4). The customer returned one spring wire guide (swg) and lidstock for evaluation. The introducer needle was not returned. Visual inspection of the swg confirmed that the proximal weld had become separated adjacent to the core wire and the coil wire was unraveling. Microscopic examination confirmed both welds were present and fully spherical. Visual inspection of the needle could not occur as no needle was returned. The length of the core wire measured 600 mm, which is within specifications of 596-604 mm per swg product drawing. The outer diameter of the wire at an undamaged portion measured 0.813 mm, which is within specifications of 0.788-0.826 mm per swg product drawing. The undamaged portion of the swg was passed through lab inventory 18 ga to functionally test per the instructions for use (IFU). The IFU states, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle." The swg passed through a lab inventory introducer needle with minimal resistance. A manual tug test confirmed the distal weld was secure. A device history record review was performed on the guide wire and needle and no relevant manufacturing issues were identified. The IFU provided with this kit warns the user, "do not withdraw guidewire against needle bevel to reduce risk of possible severing or damaging of guidewire." The report that the guide wire was unraveled was confirmed through examination of the returned sample. The guide wire core wire was broken adjacent to the proximal weld. Dimensional inspection and a device history record review did not reveal any evidence of a manufacturing related issue. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. This internal specification is higher than the bs en iso 11070:2014 standard of 2.2 pounds force for this size wire. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. Based on these circumstances, unintentional use error likely contributed to this event, however, the probable cause of guide wire and needle resistance could not be determined based upon the information provided and without the needle being returned for evaluation. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The complaint is reported as: "insertion of cvc to left svc, experienced difficulty inserting needle initially threaded the wire easily however when removing the post catheter insertion it became clear that the wire had unravelled. Wire and catheter removed as one without incident. Wire intact chest xray taken no complications noted. Cvc reinserted into right ij without incident one hour post initial insertion." No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "insertion of cvc to left svc, experienced difficulty inserting needle initially threaded the wire easily however when removing the post catheter insertion it became clear that the wire had unravelled. Wire and catheter removed as one without incident. Wire intact chest xray taken no complications noted. Cvc reinserted into right ij without incident one hour post initial insertion." No patient harm reported. The patient's condition is reported as fine.